Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated they had a driveline disconnect alarm on (B)(6) 2023 but there was no alarm visible on the system controller or monitor history. The log files did not see any driveline disconnect alarms.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient experiencing a driveline disconnect alarm on (B)(6) 2023 was not confirmed. The heartmate 3 system controller (serial number (B)(6) ) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 1.5 days ((B)(6) 2023 per the timestamp). There were no notable atypical alarms active in the log file. Additionally, the submitted controller periodic log file contained data spanning approximately 12 days (28apr2022 ¿ 02may2022, (B)(6) 2022, 28apr2023 ¿ 05may2023 per the timestamp). There were no notable atypical alarms active within the log file. Multiple attempts were made to obtain additional information about the reported event such as if the cause of the driveline disconnect alarm was identified, and if the alarms resolved; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 4, entitled "living with the heartmate 3", instructs the user to arrange clothes, sheets, and blankets, so they do not pull on or get tangled in the driveline. Stabilize the driveline at all times, including during sleep. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The log files did not see any driveline disconnect alarms but did see low power advisory alarms on (B)(6) 2023. Related MFR # 2916596-2023-02765.